Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: 3cmos unit malfunction a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause of abnormal image due to cause traced to cable and 3cmos unit malfunction. The most probable cause of cable and 3cmos unit malfunction due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had abnormal image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) medicine. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.